Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to b3, d4 (lot number), d9, h3, h4, g2 (added health professional), h6, h10. Information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the plastic sheath at the distal end where the hypotube/silver coil is located had peeled off slightly. The piece that had peeled off was still attached to the sheath, and no missing pieces were noted. Additionally, the needle shaft/sheath under the metal boot was found to be severely bent or kinked; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damaged sheath occurred due to being forced through resistance. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): "do not insert the instrument abruptly. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument."; "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that while using a single use aspiration needle during an endobronchial ultrasound something "deviant" was noticed on the needle. It was pulled out and wipes off with a sterile compress. Small pieces of plastic came off and one piece hung loose. The procedure was discontinued, as samples had already been taken. One more pass was intended, but due to the device issue, it was not performed. Nothing from the needle was visible in the patient. Additional information has been requested multiple times, but was not provided.